Event description:
After being implanted with the permanent birth control device called essure, I started having adverse effects 6 months later. The problems have increased ever since. I now suffer from a reoccurring stabbing pain in my belly button that lasts for 10 days each month, ear ringing, fatigue, swollen/sor toes, swimmy head, bloated, vitamin deficiency, thyroid, constipation, numbness in fingers, headaches, brain fatigue and eye weakness. Some of these symptoms come and go, others are constant.